Event description:
Customer reported observing a black spot on the screen of his adc blood glucose meter and further reported that the meter did not activate with strip insertion or button press. Customer stated that on (B)(6) 2018 at approximately 8:30 pm he began to experience symptoms of dizziness, weakness, shaking, and sweating. The customer's wife gave the customer crackers, coke, and two bite size hersey chocolate bars. The customer noted that after 10 minutes he felt better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. An extended investigation was also conducted. Data was extracted from the returned meter, no issues were observed. The meter has been de-cased and upon visual inspection, a broken lcd (liquid crystal dispaly) was observed. The device history record (DHR) was also reviewed and showed that the meter passed all visual inspections prior to release. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported observing a black spot on the screen of his adc blood glucose meter and further reported that the meter did not activate with strip insertion or button press. Customer stated that on (B)(6) 2018 at approximately 8:30 pm he began to experience symptoms of dizziness, weakness, shaking, and sweating. The customer's wife gave the customer crackers, coke, and two bite size (B)(6) chocolate bars. The customer noted that after 10 minutes he felt better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. Meter (B)(4) was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and black spots/markings were observed on the meter screen. The meter did power on with button depression and with strip insertion. Extended investigation is pending at this time. A final report will be submitted once additional information is received. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported observing a black spot on the screen of his adc blood glucose meter and further reported that the meter did not activate with strip insertion or button press. Customer stated that on (B)(6) 2018 at approximately 8:30 pm he began to experience symptoms of dizziness, weakness, shaking, and sweating. The customer's wife gave the customer crackers, coke, and two bite size hersey chocolate bars. The customer noted that after 10 minutes he felt better. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter was visually inspected and black spots/markings were observed on the display. The meter did power on with button depression and with strip insertion. The meter was sent for further investigation. Usage data was extracted successfully from the meter. The meter was de-cased and no issues were observed on the pcba (printed circuit board assembly). The lcd (liquid crystal display) was observed to be broken which caused the black spots. Review of the device history record (DHR) shows that the meter passed all visual inspections before leaving manufacturing. The issue is confirmed.

Event description:
Customer reported observing a black spot on the screen of his adc blood glucose meter and further reported that the meter did not activate with strip insertion or button press. Customer stated that on (B)(6) 2018 at approximately 8:30 pm he began to experience symptoms of dizziness, weakness, shaking, and sweating. The customer's wife gave the customer crackers, (B)(6), and two bite size (B)(6) chocolate bars. The customer noted that after 10 minutes he felt better. There was no report of death or permanent impairment associated with this event.